Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided inappropriate anti-tachycardia pacing and delivered inappropriate shocks due to atrial fibrillation with rapid ventricular response. Technical services advised therapy did not convert arrhythmia. Additional information has been requested but not provided. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided inappropriate anti-tachycardia pacing and delivered inappropriate shocks due to atrial fibrillation with rapid ventricular response. Technical services advised therapy did not convert arrhythmia. Additional information from the field representative provided six inappropriate shocks were delivered. The crt-d was reprogrammed. The patient was prescribed a medication and was discharged from the emergency room. The crt-d remains in service. No additional adverse patient effects were reported.